Manufacturer narrative:
Result: wire was disconnected from its connector at the cpu board. Conclusion: the issue was resolved for the customer by re-connecting the loose wire and verified that the bed was operating per specification and as intended.

Event description:
It was reported by service report that the bed will not lower. No pt involvement or adverse consequences are reported.